Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. Pre-dilatation was performed with a 2.5x12mm balloon, then the 2.75x48mm xience xpedition was implanted at the target lesion, followed by post dilatation with a 2.75x12mm non-compliant balloon. However, after post dilatation an distal edge dissection was noted; therefore, a a 2.5x15mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.